Manufacturer narrative:
Event date not reported, date was estimated.

Event description:
It was reported that there was a thrombus on the device. It was reported via social media that the patient had a CT of their chest and the imaging showed that there was a thrombus on the closure device.